Event description:
It was reported that patient was unhappy with his original inflatable penile prosthesis (ipp) reservoir placement, he stated that it felt uncomfortable. The patient underwent a revision surgery to remove and replace the reservoir. The patient had a good outcome without further complications.